Event description:
Staff reports unit would not start pacing. Additional information from ccsc: staff reported unit didn't pace during use, had to use another monitor. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.